Manufacturer narrative:
The customer replaced the unit with a spare central and removed the reported device from service. The customer was provided with a return authorization to have the device evaluated by a spacelabs healthcare repair technician. At this time, the device has been received, however testing of the device is incomplete. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central had become frozen. There was no patient or user harm associated with this event.

Manufacturer narrative:
The unit was received by spacelabs healthcare and evaluated by a equipment service center technician. The technician stated that the reported problem was verified due to a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable. A replacement unit was sent to the customer in lieu of repair. The reported failure was due to a faulty fan on the video card.